Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
A call center ticket was logged with the following text "image has interference". No patient involvement was reported.

Event description:
The customer reported that the image had interference. There was no report of adverse patient impact.